Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified the puller wire was exposed at the tip area. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-jan-2026 the puller wire was exposed at the tip area. The event was originally considered non-reportable, however, bwi became aware of the puller wire was exposed at the tip area on 12-jan-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-oct-2025. A visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the puller wire was exposed at the tip area. A deflection test was performed, and the device was not deflecting. A manufacturing investigation was requested. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer was confirmed. The root cause of the deflection issue was the overtightening the anchor pin causing the puller wire to fracture and expose the puller wire. An awareness session was performed to avoid this issue. This product issue will be addressed through johnson & johnson medtech's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿overtightening the anchor pin¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿puller wire was exposed at the tip area¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).